Event description:
It was reported, the camera head had a slice in the cord. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacture's final investigation. Updated: h2, h3, h4, h6, h10 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, found the coupler moving. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint determined the cause was traced to the component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a slice in the cord. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.